Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that post radiofrequency ablation procedure, patient implantable pulse generator became inoperable. When lesioning was attempted patient had muscle contraction all over their body. A magnet was placed on the ipg for and a connection was made with the ipg. The device was reprogrammed. Issue was resolved.